Event description:
It was reported that during the procedure in an unspecified vessel, the xience v stent system did not cross. It was noted that the stent struts were flared. During return device analysis, foreign material was observed on the stent.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all relevant info.